Event description:
It is reported that a customer experienced low blood glucose of 47 mg/dl and was hospitalized on (B)(6) 2014. The customer was treated for the low blood glucose with orange juice. The reporting party was (B)(6). The customer's relative wants a replacement insulin pump for the patient. A new insulin pump was sent to the customer. The product was sent back for analysis and passed all functions. The final alaysis pending is the volume accuracy. The results dhould be submitted with in a few days. No further information was provided

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Pending volume accuracy test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.